Event description:
It was reported by the patient's sibling that the patient went to the emergency room with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 436 mg/dl while wearing the pod between 37 and 48 hours. Symptoms reported include the patient being aggressive, having a headache and was very thirsty. The patient was treated with insulin injections (humalog u100) administered through insulin pens and drinking water. The patient was discharged on the same day. The pod was removed and discarded at the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.